Event description:
Information received indicates that both foot section casters would still swivel when the brakes were set.

Manufacturer narrative:
The technician replaced both foot section casters to resolve the issue.